Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a gastroscopy procedure. According to the complainant, the physician noticed that the injection gold probe device was stiffer than usual to get down the scope. Once at the bleed site, they extended the needle and injected 4 mls of adrenaline. The needle was retracted and electrocautery was applied. It was noticed that the electrocautery did not seem to be working as well as it should. The physician was able to complete the procedure with the injection gold probe device, and the bleeding stopped. As the nurse was taking the device out of the scope the sheath tip came off the end of the probe. It was sitting in the biopsy cap leaving the needle bare at the end of the injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years.

Manufacturer narrative:
The reported complaint was confirmed. The returned injection gold probe device was returned without the distal portion of the ceramic tip. The inner and outer diameter of the catheter was measured, and found to be within specification. As the tip was not attached, the device can not be used for cautery. The root cause is considered operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a gastroscopy procedure. According to the complainant, the physician noticed that the injection gold probe device was stiffer than usual to get down the scope. Once at the bleed site, they extended the needle and injected 4 mls of adrenaline. The needle was retracted and electrocautery was applied. It was noticed that the electrocautery did not seem to be working as well as it should. The physician was able to complete the procedure with the injection gold probe device, and the bleeding stopped. As the nurse was taking the device out of the scope the sheath tip came off the end of the probe. It was sitting in the biopsy cap leaving the needle bare at the end of the injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a gastroscopy procedure. According to the complainant, the physician noticed that the injection gold probe device was stiffer than usual to get down the scope. Once at the bleed site, they extended the needle and injected 4 mls of adrenaline. The needle was retracted and electrocautery was applied. It was noticed that the electrocautery did not seem to be working as well as it should. The physician was able to complete the procedure with the injection gold probe device, and the bleeding stopped. As the nurse was taking the device out of the scope the sheath tip came off the end of the probe. It was sitting in the biopsy cap leaving the needle bare at the end of the injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.